Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h11: additional narrative. Zimvie received one (1) tsvm4b8, (imp,tsv,mcol mg,4.1mm,8mm) for evaluation. Visual evaluation was performed, the implant and bundled mount were returned engaged. The implant had signs of use. The implant engaged and disengaged with the returned mount as intended. DHR review was completed for the subject lot number 1294319. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1294319 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: disengaged. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did not occur. The implant/mount engaged and disengaged as intended. The reported event was unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided. E1: reporter email address unknown / not provided.

Event description:
Doctor reported that mount disengaged from implant during implantation and fell down. Another implant was placed to complete the procedure. No patient impact was reported.